Event description:
Patient was implanted with nail and plate constructs on (B)(6) 2011. Patient was returned to operating room on (B)(6) 2012 for removal of hardware due to an infected fracture. Patient was treated with implanted antibiotic beads. This is the third report of 22 for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.